Event description:
It was reported that during a low anterior resection procedure, there was an incomplete staple line. Patient received a colostomy. Procedure prolonged by 60 minutes.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.